Manufacturer narrative:
The impella cp was discarded subsequent to the event, and therefore was unable to be returned for evaluation. The console data logs were returned and were evaluated. The analysis of the data logs revealed that the impella cp pump's position was erratic throughout the case. Drops in p-levels were found to have occurred and were due to automatic suction response. The analysis also revealed that a dip in motor current, pump flow, and pressures occurred in the middle of the case and were due to the pump entering the ventricle. Decreases in the placement signal pulsatility happened two hours into the case and coincided with when the perforation occurred. A pump stop was found to have occurred after the perforation, but the pump was restarted successfully. The evaluation revealed fluctuations in placement signal were due to positioning issues, numerous instances of automatic suction responses, and a drop in placement signal pulsatility marked when the perforation occurred. The perforation occurred when the pump was advanced into the portion of the lv wall.. This area became non-viable after its blood supply was compromised when the circumflex artery was blocked. The lv perforation occurred in the patient's non-viable lv wall tissue which coincided with the site of the infarct that occurred during the procedure. No corrective action is recommended as this failure is due to patient condition. Failures of this type will continue to be monitored and tracked. (B)(4). Device discarded by user.

Event description:
Complainant reported that a (B)(6) female patient was admitted to the hospital. The patient was reported to have had a previous history of coronary artery disease and a percutaneous transluminal coronary angioplasty had been previously performed on the patient's left anterior descending artery (lad) and the left main artery (lm). During treatment the patient was found to have a difficult anatomy and a tight left main and left anterior descending artery lesion. When the physician placed an intra-aortic balloon pump in the patient, a lm/lad dissection occurred. The patient then became very unstable. The physicians then quickly stented the proximal lad, but accidentally closed off the circumflex artery. The patient then coded and the impella was placed via the right femoral artery and the patient stabilized. The physicians were then able to intervene to repair the circumflex artery and to stent the lad and lm. The patient remained stable throughout the procedure. During the procedure the patient was found to have a small left ventricle (lv) resulting in the catheter slipping out of the aorta, and requiring several repositionings of the catheter. At the conclusion of the case the clinicians attempted to peel away the oscor sheath and insert the repositioning sheath. At that time they saw under fluoroscope that the catheter had coiled in the lv. Upon pulling the device back, the patient became unstable and an echo was performed which confirmed the lv perforation and revealed the pump's inlet cage protruding through the lv. The area of the perforation was at the site of the infarct when the circumflex was down. The clinicians then performed an emergent pericardial drain and patient was transferred to another facility were the patient's chest was opened, and the impella cp was removed and left ventricle was sutured and patched. The patient was reported to have been discharged from the hospital with a "normal ventricle" and is doing well. The physicians further reported that the patient would not have survived had the impella cp not been placed at the time it was placed.

Manufacturer narrative:
The patient's weight as reported in the user medwatch number is (B)(4) was reported as (B)(6). The date of event as reported in user medwatch number is (B)(4) was reported as 11/08/2016.

Manufacturer narrative:
This supplemental MDR is being filed to provide an explanation of why the initial report that was due to be filed on 12-16-2016, was instead filed on 2016-12-19.